Event description:
Coiling treatment of a ruptured aneurysm. It was reported after coil placement, the coil was observed protruding out of the aneurysm. The aneurysm subsequently re-ruptured. No complications were reported with the pt as a result of the event.

Manufacturer narrative:
The device will not be returned for eval as it was implanted in the pt. (B)(4).